Event description:
It was reported that the programmer will not sync with the implant. They have had it since 2017. This was due to normal wear and tear. They tried replacing the batteries and resetting the device but this did not resolve the issue. They will replace the programmer. As well, the patient is complaining that their implant is depleting faster than the original battery. They were advised to check with the healthcare provider to check the battery. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.